Event description:
The iab was inserted into the pt on 4/7/97 at 7:30 pm. The iab was removed on 4/10/97 at 4:00 pm. The iab did not malfunction. As a result of the event, the pt had thrombocytopenia. (Event complications: the pt had thrombocytopenia-reported 4/23/97. (Pt's current status: unk-rpt'd 4/23/97.)